Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that propofol and fentanyl were infusing on an intubated and sedated patient when the pump module and the pc unit alarmed for ¿channel error¿ and the propofol infusion stopped. The patient woke up and became agitated. The devices were replaced, the infusions restarted and the agitation resolved. The pump module was removed from service and sent to biomed. Biomed evaluated the device; however, no issues were found.